Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.

Event description:
It was reported that after implant, the patient experienced paralysis of the left vocal cord. No other relevant information has been received to date.